Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced erbe generator involved with this complaint to perform failure analysis. The unit was returned and the report of a blank screen and the unit not powering on was confirmed during investigation. The erbe generator fuses were found defective and were replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting an electrosurgical unit (esu) power problem, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the error log but found no error related to the erbe. The erbe screen was blank and failed to start up. The erbe was replaced. The system was tested and verified as ready for use. The complaint regarding an esu power problem was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the erbe generator screen was blank. The customer power cycled the erbe prior to contacting technical support but the issue remained. The intuitive surgical inc.(isi)technical service engineer (tse) asked the customer about the erbe power dedicate circuit connection. The customer stated that the power connection was separate. The customer used a covidien (3rd party energy device) to complete the procedure. There was no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using a covidien (3rd party energy generator). There was no patient injury.